Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Brand name: collamer ultraviolet: absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the optic and haptic torn. Portion of the lens was returned. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +16.5 diopter, intraocular lens was implanted, removed and replaced due to the lens tearing during injection/delivery into the eye. There was no patient injury. Cause of event was unknown.